Event description:
It has been reported that the user is questioning the "no shock advised" notification given by the device during a patient use event. There are no known consequences to the patient.